Manufacturer narrative:
Product complaint # (B)(4). Date sent: 12/17/2019. Exact day of the month unknown. Batch # unk. (B)(4).   A valid lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The device batch and/or lot number provided of y9379z is invalid. Do you have the correct six digit/character batch and/or lot number for the device? Was there any patient consequence as a result of the device issue? - (B)(4).